Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting/sealing abilities of the device's jaws were inconsistent. Upon closer inspection, the wires in the jaws were said to have become separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting handle, jaws and tissue was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw. The silicon insulation on the distal end of the cold jaw was observed to be peeled away, exposing both the metal jaw and tip of the cold jaw. Based on the return condition of the device, the reported failure "bent wire" was confirmed, as well as confirmed for the analyzed failure "peeled jaw". Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting/sealing abilities of the device's jaws were inconsistent. Upon closer inspection, the wires in the jaws were said to have become separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.